Manufacturer narrative:
A visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to insert and material separation were unable to be confirmed as the components (barewire and loading tray) were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the barewire to separate and preventing the filtration element from being able to load into the pod properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system (eps), the torque device was used when pulling the filter element into the delivery catheter (dc) pod and the bare wire became separated into 2 pieces while starting to pull the bare wire to get the filter into the dc pod. There was no bunching or wrinkling observed on the dc pod. There was no device use or patient involvement. Another emboshield was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.